Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in fair condition with cracked front housing. A cassette was attached to the device and ran with no issues. Could not duplicate the "no disposable" alarms. It's recommended to recalibrate upstream sensor as preventive measure, replace the damaged front housing and replace clock battery.

Event description:
Information was received indicating that a smiths cadd legacy 1 pump alarmed that there was no disposable attached. The issue occurred while in use but the patient did not experience any adverse effects.